Event description:
Davinci permanent cautery spatula was in use with a robotic assisted CABG on (B)(6) 2016. At approx 1500, a portion of the round insulation at the spatula insertion point broke off while the instrument was in use. The procedure was immediately suspended while the broken piece of insulation was retrieved and removed from the patient. This instrument has 7 of 10 lives remaining.